Event description:
A surgeon reported two pts with endophthalmitis and corneal haze following intraocular lens (iol) implant surgery. Additional info has been requested. There are two medical device reports associated with this event. This report is for the first of two pts.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B) (4)